Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2011 experiencing palpitations. The lead had dislodged. On (B)(6) 2011 the lead was explanted and replaced.